Event description:
The customer reported false nonreactive architect syphilis tp results generated by the architect i2000sr processing module for a 78-year-old female patient. These results were inconsistent with other methods. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): (B)(6) 2025 initial architect syphilis tp result = 0.88 s/co (nonreactive) repeat results = 0.83 s/co (nonreactive), 0.80 s/co (nonreactive) tppa result = positive. Previous result from another platform (B)(6)2025): positive. No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the architect syphilis tp reagent, lot number 76481be01 to assess the customer¿s observation of false nonreactive results. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. In-house testing of retained reagent kits of the complaint and testing lot was performed. All controls met specifications, and no false non-reactive results were obtained, showing that the lots generate the expected results. Return sample analysis: the returned specimen was tested with the following results: sample ID (B)(6): architect syphilis tp: 0.98 s/co (non-reactive) recomline treponema igm: negative (low intensity for: tp15) recomline treponema igg: borderline (very low intensity for: tp47, tp17, low intensity for: tp257). Labeling review concludes that the issue is adequately addressed. Based on our investigation, no systemic issue or deficiency was identified with the architect syphilis tp reagent, lot number 76481be01.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-77 that has a similar product distributed in the us, list number 8d06-31/-41, with 510k/PMA/bla number k153730.

Event description:
The customer reported false nonreactive architect syphilis tp results generated by the architect i2000sr processing module for a 78-year-old female patient. These results were inconsistent with other methods. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6). (B)(6) 2025 initial architect syphilis tp result = 0.88 s/co (nonreactive). Repeat results = 0.83 s/co (nonreactive), 0.80 s/co (nonreactive) tppa result = positive. Previous result from another platform ((B)(6) 2025): positive. No impact to patient management was reported.